Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer loaded a new cartridge and was able to resume insulin therapy. Additionally, it was reported that the pump time and date were inaccurate due to the unexpected reset. Reportedly, the customer corrected the time and date to address the issue. The customer's blood glucose level was 100 mg/dl.